Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during their heart failure sensor implant, the patient developed hemoptysis and was in respiratory arrest. The patient was intubated and admitted to the hospital. Reportedly, the patient recovered and was discharged the following day. Patient is able to successfully send readings.